Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Con): information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urgency frequency. Patient reported soreness around incision site and soreness around taped area. Additional information was received and patient stated that they stumbled and fell and their program moved itself from program 1 at 0.0. She went to the clinician and he made adjustments to her programmer and now she stated that her symptoms seem to be worse and she just doesn't feel good about this like she did before he made adjustments. No further complications were noted or anticipated